Event description:
According to the available information, the static anchor separated from sling [suture break] when trying to place the sling. Another sling was opened and used successfully.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.